Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 61 events were reported for this quarter. Product return status: 18 devices were received. 41 devices were evaluated in the field. 2 devices were not available for evaluation. Additional information: 61 devices were not labeled for single-use. 61 devices were not reprocessed or reused.

Event description:
This report summarizes 61 malfunction events in which the device was bent. 59 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.